Event description:
Patient was admitted for surgery for hardware pain in the left knee. Two titanium screws were removed. The screws had been placed five months earlier at another facility.

Manufacturer narrative:
Subject device has been received and is currently in the investigation process. No conclusion is available at this time.